Event description:
It was reported that the instrument had an unknown allegation. The event did not happen in surgery.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the dps hd imp tip was broken around the threaded region. Fragment was not returned for evaluation. Additionally, it is worth mentioning that the product information (lot number) of the device was within the broken fragment. The potential cause can be attributed to unintended use error, with the damage likely resulting from overtightening, off-axis assembly, uneven force applied during impaction. Proper handling and adherence to the approved use of the device can diminish the risk of failure. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the dps hd imp tip would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history a manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to the condition (broken fragment missing) of the returned device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.